Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The plan appeared to be to continue to monitor at this time, and it was noted that this system had never delivered a shock so might consider commanded shock to see what the actual delivered impedance measurement was. The lead remains in-service. No adverse patient effects were reported.